Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts have been received by manufacturer. Event problem and evaluation: * on 8-dec-2016, a medtronic representative went to the site to test the equipment. After replacing the 15a fuses, a system check-out was performed. The mechanical test, imaging test and safety inspection all passed; system performed was fully operational.

Event description:
A medtronic representative, following up with the site, reported that the mobile view station (mvs) was not powering on after re-booting the imaging system. This issue was identified outside of surgery, when turning on the imaging system to perform the gain calibrations.